Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, high out of range, pacing lead impedance was observed. Lead was capped and replaced on (B)(6) 2015. Patient was stable post procedure.